Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized. On an unknown date, the patient was treated with vancomycin injection (1gm, intraperitoneal, ongoing) and ceftazidime injection (1g, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.